Event description:
It was reported that a vns patient had their battery replaced for depletion with eri = yes. The explanted generator was returned for analysis. An end-of-service warning message was not verified in the lab. The data in the diagaccumconsumed memory locations revealed that 73.398% of the battery had been consumed. Post burn-in electrical test results showed that, with the exception of the c4 out of specification condition, the pulse generator performed according to functional specifications. In the lab the final electrical test identified an open feedthru capacitor. The open capacitor was isolated to an open connection between the positive and feedthru wire and the (B)(4) material on the feedthru capacitor. Visual examination of the positive feedthru wire revealed separation between the wire and silver polyimide conductive attachment compound. The positive feedthru capacitor measured 3.9nf and would intermittently reduce to 0.02nf with manipulation. No variations in capacitance were noted on negative feedthru capacitor.

Event description:
Additional information was received from the patient's following physician. No diagnostics were performed prior to surgery. The surgeon did not know any further information about other than possibly related to manipulation of the generator during explant. No preoperative x-rays were taken. No patient trauma or manipulation was reported prior to surgery.

Manufacturer narrative:
Operator of device corrected data: lay user/patient not physician. Type of report corrected data; omitted on initial report, 30 day report.